Event description:
Customer reported data cannot be saved or printed. No injury reported.

Manufacturer narrative:
Data cannot be saved per customer. Complaint received. No further information available.